Event description:
It was reported that during a da vinci surgical procedure, it was noted that the jaws of the large suturecut needle driver instrument were tight. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's blades had mechanical indentations and burrs. The scissors did not fully close due to blade damage. One blade edge had an indentation between the midpoint and tip that acted as a mechanical stop for the other blade when closing. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches are .056 - .216 in length and not aligned with the tube axis. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.